Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument; fse cleaned tubing, replaced three ion reagents, and the calibrator solution. The buffer syringe and sample syringe were also replaced. The issue was not resolved. The fse discovered air bubbles in the solenoid valve. The valve was cleaned and calibrated. Fse replaced the valve. No further issues were identified. All verification testing passed within instrument specifications. In conclusion, the reported was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions/preventive actions. (B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review.

Event description:
The following event was reported: low ion-selective electrode (ise) results.